Event description:
It was reported that the electrosurgical unit (esu/generator) didn't work as expected during an endoscopic retrograde cholangiopancreatography (ercp). The esu was used with a boston tome. Information regarding another accessory used was not provided. The settings were endocut I, effect 2, duration 3, interval 3. During the ercp, the unit made one beep and that beep made a long zipper cut. Per the doctor, "it seemed very irregular" (note: no patient information was provided nor was any patient problem or issue reported.).

Manufacturer narrative:
The esu was returned and check. Inspection/testing revealed that the unit's spark monitor function was not working. Therefore, the cpu-sensorik printed circuit board (pcb) was replaced, which resolve the issue. After the repair, an alignment (i.e., a calibration) was performed on the generator to ensure that all parameters are within specifications. Then, a technical safety check was performed on the esu. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check [note: no anomalies were found in the review of the unit's device history record (DHR)]. The generator was calibrated and meets specifications. No trends have been identified with this event. Erbe USA, inc. Is now closing the file on this event.